Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had hose damage. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or a delay in surgery. There was no additional info provided.